Manufacturer narrative:
Initial and final MDR 2584179 - MDR 3003442380-2026-05447 - device 4 of 6.

Event description:
Reference number (B)(4). Event occurred in the (B)(6). It was reported that the patient experienced a bent cannula event, which led to elevated blood glucose levels within three hours of insertion in the abdomen and the leg on (B)(6) 2026. The patient received treatment with correction injection via multiple daily injection (mdi). The patient replaced the infusion set and successfully resumed insulin delivery. No further information is available.